Event description:
The pt was implanted with an itrel implantable pulse generator (ipg) and lead system in 1998 for chronic intractable pain of the trunk/limbs. The ipg was explanted and returned in 1999 after the pt received a very strong jolt followed by loss of stimulation after walking into a kmart store through a security system. The pt was implanted with another itrel implantable pulse generator (ipg) in 1999 and the hcp has not contacted the manufacturer regarding this device.